Event description:
Additional information received reported that the bird beak was due to the curvature of the aorta.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in zone 3 in a patient for the endovascular treatment of a traumatic thoracic aortic rupture at the isthmus level. The proximal neck was 21 mm in diameter and the distal neck was 18 mm in diameter with a length of 30 mm. The shape of the neck is parallel on both sides. It was reported that investigator indicated that there was stent graft bird beak appearance. No additional clinical sequelae were reported.